Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief since permanent implantation. Troubleshooting, including reprogramming, was performed; however, the issue persisted. At the patient's request, the evoke scs system was explanted. The evoke scs system was confirmed to be functioning as intended prior to the explant.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.